Event description:
It was reported that the device is not meeting longevity expectations. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 5076 implantable pacing lead 2011 (B)(6); 4195 implantable pacing lead 2011 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.